Event description:
The target lesion was the left internal carotid artery. There was mild calcification and no vessel tortuosity, the rate of stenosis was 80%. The angioguard's delivery and the placement of the two precise stents (p09040xc, 13408835 & p07030xc, 13435842) were successful. During the procedure, the patient's blood flow stopped. The physician withdrew the angioguard from the patient's body and the blood flow recovered normally. The procedure was completed without any other problems. The patient was discharged with no further problems.

Manufacturer narrative:
This device is one of three products associated with this event. Please refer to MFR report # 1016427-2009-00012, & 9616099-2009-00072. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.